Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the patient complained of pain in the chest area that would not diminish, and continued until the device was finally explanted. The device was not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that post implant, the patient complained of pain in the chest area that would not diminish, and continued until the device was finally explanted. The device was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.